Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v887374, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported the patient never had therapeutic effect with the implant. It was stated the wires were not in the right place. The patient had a revision on (B)(6) 2013. A follow up report will be sent if additional information is received.